Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.

Event description:
(B)(6). According to the information received, a catheter had a tip cut off/open/broken. Patient's mother found a catheter that was cut off at the tip. Had tried inserting it and found blood coming out of the urethra. Mother says she attempted inserting it a few times before realizing the catheter was cut off.